Manufacturer narrative:
Correction: e3. H11: two actual devices were received for evaluation. Visual inspection was performed which observed a small red fiber embedded in the packaging weld seal of one sample and a small dark fiber embedded in packaging weld seal of the second sample. The reported condition was verified. The cause was most likely inherent to contamination during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented micro-volume inlets had particulate matter in the packaging and/or on the inlet. This was observed while inspecting the stock. There was no patient involvement. No additional information is available.